Event description:
It was reported that the pump was flashing green but no suction was being delivered to the dressing. Based on the limited information available to smith & nephew at this time, this event is deemed to be a device malfunction pursuant to 21 c.f.r. Part 803.3. Smith and nephew is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. This report does not constitute an admission that the device caused or contributed to the event described in this report.